Event description:
The reporter stated the surgeon inserted a 24.5 diopter cq2015 collamer three piece lens and the trailing haptic was torn off. The lens was removed with no patient injury. The reporter stated the cause of the torn haptic was due to the injector and cartridge. Another type lens was implanted.

Manufacturer narrative:
.